Event description:
While preparing the l4/s1 endplate on an elderly patient who was reported to have an extremely tight disk space, the surgeon rotated an 8mm shaver blade resulting in the tip to fracture and break. The detached section of the instrument punctured the patient's epidural sack however did not cause any nerve damage. The epidural sack was repaired via stitching and the separated portion of the device removed without issue. No additional complications have been reported.

Manufacturer narrative:
An evaluation of the suspect device found the instrument was properly manufactured and released to design specifications. No irregularities have been identified. The root cause has been attributed to improper use of the instrument. It appears that the instrument was likely being used to distract or increase the spacing between adjacent vertebrae. This is contrary to the instructions provided in our product labeling. The disk shaver is designed for endplate preparation, specifically to shave endplate cartilage.